Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load multiple cartridges with 220 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.